Manufacturer narrative:
Information was provided in the file that indicated the use of qualified associated products. Information was provided that the 21.0 diopter (add power +2.2/+3.2) lens was replaced with an unspecified vivity lens model. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was requested and received which confirms that the lens was exchanged in a secondary procedure.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that following implantation of an intraocular lens (iol) patient experienced glare, halos and patient was unable to drive at night. Additional information was requested.